Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: lot #8236550: no service history review can be performed as this is a lot controlled item. The repair technician reported the parts were missing. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip broke off the depth gauge. The device did not malfunction during surgery the incident was discovered after washing the device this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: one depth gauge for 2.7mm to 4.0mm screws (319.01, lot# 8236550, mfg mar2013) was returned with the complaint that ¿the depth gauge for 2.7mm & small screws, the tip broke off, found after wash.¿ upon receipt of the device it was seen that the device was returned missing the head piece assembly and knurled cap but otherwise is in overall good condition with no signs of damage to the tip. The tip was viewed under magnification, no material is missing, it was measured and the device meets the drawing specification. This complaint is unconfirmed. The missing head piece assembly likely occurred due to disassembly for reprocessing and was not properly reassembled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.